Event description:
The recipient reportedly experienced a gusher during implant surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the recipient is also experiencing facial nerve stimulation. A CT scan revealed that the electrode was positioned near the facial nerve. Programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
The recipient received no additional intervention to solve the gusher. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device despite facial nerve stimulation. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.